Manufacturer narrative:
The investigation of the returned pod found evidence of discoloration and residual fluid on the surfaces of internal assemblies, which is indicative of a fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path; a tear was found in the cannula tubing. The leak would have resulted in insulin coming into contact with internal pod assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The customer reported that he began experiencing "high" bg readings (greater than 500 mg/dl) within the first day of activating a new pod. He stated that "everything seemed like it was in working condition" but felt that he "wasn't receiving the insulin." (He did note that blood was seen in the cannula.) Additional information about the event and the pod was requested from the customer, but no update was obtained. The pod will be returned for evaluation.